Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned 2.5x15mm xience v stent delivery system (sds) noted contrast in the inflation lumen and in the loosely folded balloon and blood on the shaft, which is consistent preparation, handling, and the reported information that the balloon had been inflated / stent deployed. A test indeflator, filled with gastrografin diluted 1:1 with water, was used to pressurized the balloon to 16 atmospheres (atm) with no damage noted to the balloon. However, fluid was observed leaking at the distal end of the nosepiece. There was no visible damage noted to the hub. Factors that can contribute to leaks at the nosepiece may include, but are not limited to, over torquing the single arm and nosepiece during manufacturing or with the inflation device during use, misalignment of the nosepiece as it is torqued, material deficiencies, damage to the hypotube, handling at the account, or damage during packaging/shipment back to abbott vascular for analysis. It appears that the leak in the nosepiece contributed to the incomplete balloon inflation and partial stent deployment, which was post dilated with a balloon catheter and the stent implant was successfully implanted. The sds was sent to the scanning electron microscopy (sem) lab for analysis, which concluded that no obvious damage was observed in the visible threaded regions. Slight outer surface damage on the adaption cup was noted. Based on a review of related records and evaluation of the returned device (including scanning electron microscopy (sem) analysis), the manufacturing group has concluded that there is no product deficiency for this issue. In this case, the inflation and deployment issues appear to be related to the leak in the nosepiece, however, a conclusive cause of the leak could not be determined. A review of the database for the reported lot revealed no nonconforming material records, indicating all lot release testing met specification. A query of the complaint database for the reported lot was performed and revealed no other incidents for difficult to deploy the stent or balloon ruptures/leaks.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric 90% stenosed mid right coronary artery. An nc trek balloon catheter was used for pre-dilatation. A 2.5 x 15 mm xience v stent delivery system (sds) was advanced to the lesion and pressurized; however, the pressure would not increase past 10 atmospheres (atm). The stent implant was partially deployed so the sds was again pressurized, but the pressure still would not increase past 10 atm. The sds was removed and the nc trek balloon was used for post dilatation and the stent implant was successfully implanted. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.